Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc).the exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. When the user tried to crush the calculus with the subject device, it detached from the handle. The user tried to connect the device with the handle again, but he or she could not. The subject device was incarcerated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the incarceration of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Only the handle used in combination was returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. As a result of investigation of the handle used in combination, there was no abnormality. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The handle and the operating wire of the subject device were detached during user handling because the user did not properly connect the handle and the subject device. The operating wire was bent because it was subjected to a load when the user tried to fix it to the handle again. Therefore, the user could not properly connect the handle and the subject device. As a result, the subject device was incarcerated. The instruction manual of the device has already warned as follows; make sure the screw is tightened. If not securely tightened, the pipe may disattach, the basket may not to be moved, and/or the calculus may not be crushed. Make sure to have the stopper and the bml handle connected. If the instrument separates from the bml handle during operation, the pipe may break or become uncontrollable. Also, this instrument with calculus engaged may not be removed from the body. Do not hold the bml handle by the holder if the sheath¿s stopper is not connected. The weight of the instrument could bend the basket wire. Make sure that the sheath¿s stopper is securely attached to the bml handle. If the bml handle¿s holder is extended when the handle is not attached firmly, the instrument may become detached and the basket wire could be damaged. When connecting the bml handle with the wire joint, fully unlock the release button for the wire joint by turning the screw. If the release button for the wire joint is pressed before the screw is completely unlocked, the basket wire may come off from the bml handle, and it may lead to malfunctioning of the handle or breakage of the wire joint.